Event description:
Information was received from a patient regarding an external device. It was reported that they went into the clinic yesterday and talked to their manufacturer representative (rep) and was told they needed a new recharger because the cord had frayed and was showing exposed wires. Patient said they didn't know when the damage first started, but that the last time they went to use the cord, the cord heated up to the point where it was burning their skin. Patient confirmed they did not receive any physical burns from the cord. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.